Manufacturer narrative:
A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397002 was released in a single batch. Batch1: released on august 24, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter was received at us customer quality (cq). The distal tip was stripped/worn as the hexlobes were near worn to the core. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint was confirmed during investigation. After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during surgery on (B)(6) 2020, multiple issues were discovered with the implant system expedium verse when applying distraction and compression end of the ais correction. The single innie inserter stripped, inner innie of dual innie stripped when applying final tightening force with torque limiting handle, outer innie inserter stripped when applying final tightening, and torque limiting handle jammed and not releasing at correct torque. Compression/distraction was applied after complete construct was already fixed. The surgeon opened the relevant inner innies to allow rod gliding. When the surgeon tried to lock the inner innie the screwdriver and inner innie striped/got damaged. The surgeon had to replace those damaged double innies with new double innies. The surgery was completed with a delay of ten to fifteen (10-15) minutes. There were no patient consequences. It was further reported that an inaccuracy was detected during screw insertion with brainlab aeoro navigation and verse navigated screwdriver. The screw is only inserted over the kirschner wire for verification of the trajectory created initially with navigated drill or navigated finder; intra-op scan showed no obvious screw misplacement. This report is for a verse x25 inserter/tightener. This is report 7 of 9 for (B)(4).